Event description:
It was reported that a patient underwent an emergency ileus surgical procedure on (B)(6) 2010. The surgeon opened the device packaging which he reported appeared normal, but the surgeon did not use the device on the patient. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The needle/suture has cracked barrel condition. The needle has normal swage. No suture defects were observed. In addition, there are no marks on the needle by use of the needle holder. Conclusion: the actual device was received in a condition which does not meet specification. Result: representative samples of the product were tested for knot pull tensile strength and the results obtained were in conformance with the requirements. Conclusion: no device failure detected and the product is within specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2010-00525 and medwatch 2210968-2010-00526. The same patient is represented in each medwatch.